Event description:
The pt was undergoing an upper gi endoscopy. When the cold biopsy clamps (jaws) were opened after being inserted through the scope, they fell off. Two pieces were retrieved. There is a question whether a third piece was retained; however, no follow-up x-rays were taken as the pieces were so small any piece left behind will be eliminated without harm to the pt. The precise location in the gi track where the device was being used is unk. It is also unk how the pieces were retrieved.